Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. The complaint could not be confirmed and the root cause is undetermined.

Event description:
It was reported that bd insyte autoguard bl 22ga x 1.0in needle hub detached. The following information was provided by the initial reporter: at the moment of inserting the venous access and giving opening to the peripheral catheter it gets incrusted in the shield, the catheter's cone when incrusted again so it can be obtained again the safety clip activated, so the catheter has been kept and it's reported. Additional information received on 10.11.2021: hub has detached when it was tried to fit again, the safety mechanism was activated. It is reported that to date it has only been presented in a single unit. The device was not able to be used on the patient. The case is reported during its manipulation prior to use in the patient. There was no damage. To date, there is no photographic or video evidence regarding the case presented.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insyte autoguard bl 22ga x 1.0in needle hub detached. The following information was provided by the initial reporter: at the moment of inserting the venous access and giving opening to the peripheral catheter it gets incrusted in the shield, the catheter's cone when incrusted again so it can be obtained again the safety clip activated, so the catheter has been kept and it's reported. Additional information received on 10.11.2021: hub has detached when it was tried to fit again, the safety mechanism was activated. It is reported that to date it has only been presented in a single unit. The device was not able to be used on the patient. The case is reported during its manipulation prior to use in the patient. There was no damage. To date, there is no photographic or video evidence regarding the case presented.